Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the u.s. And does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a 1l solution bag in which "the product has physical damage, breakage and scratches evident on the product by itself for handling and storage. This flaw was found in the time of use but have not reached the intervention of any patient." The process step was before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.